Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver/smart device/receiver. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined."

Manufacturer narrative:
Com-(B)(4)

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. The transmitter has no voltage. The customer complaint of a loss of connection was undetermined because there was not voltage and no data in the cloud. The root cause could not be determined.